Event description:
It was reported that the user¿s pump stopped charging when the previous wired charger failed and the qi charger did not charge the device, after which the pump powered down and the user had received an alert 60 indicating a bluetooth communication issue prior to shutdown. Symptoms included loss of automated insulin delivery due to a depleted pump battery. Outcomes included interruption of therapy and the need for troubleshooting guidance. Investigation included technical support assessment and user education on charging attempts and evaluation steps. Investigation of this case revealed a suspected charger or charging system malfunction with associated battery depletion and concurrent bluetooth communication alert. It was concluded that the event was attributable to a charging failure leading to battery exhaustion and loss of pump function, with a communication alert noted before shutdown. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.